Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer was using the orthodontic toothbrush over 4 years now and last one that they brought and the hairs were coming off the toothbrush and they were getting stuck in their braces.